Event description:
Allergan aesthetics received a report via nbir of a right side "capsular contracture, baker grade IV, infection, wound problems, ... Staged reconstruction". The device was explanted and replaced.

Manufacturer narrative:
The reported events of capsular contracture, infection and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "capsular contracture, baker grade IV, infection, wound problems, ... Staged reconstruction".